Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search did find other reported incident(s) against the provided product/lot combination(s) but they were for a different issue and none were found to be related to a product defect. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2007 of the patient¿s right hip joint via tha. It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the liner (p/n: 121887352), the head (p/n: 962712000), the stem (p/n: 900549210), the cup (manufactured by kocera, p/n: 121887352, lot#: 2434923) due to cup loosening and infection. A sleeve was retained. Allogeneic bone was transplanted on the acetabular. The fitting part of implants such as the explanted neck of the stem was blackish. It was checked intraoperatively with a synovasure whether there was infection, and the result was positive. The surgery was completed, and it was unknown whether there was a surgical delay or not. The operation time was three and a half hours. The cement used was hv gentamicin which was manufactured by zimmer biomet. Doctors comments: the combination of 9/10 taper and 36 heads was not good. Possible cause: infection. No further information is available.